Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. Customer was high upto 257mg/dl. Customer reported basal rates are programmed inaccurately. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned.